Event description:
When I go to inject the solution into the deltoid, it'll inject a few mls or units of the serum and then it'll stop [incorrect dose administered]. It's been malfunctioning when I go to inject the product into the patient [device malfunction]. Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered and device malfunction in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 09-jun-2026, amneal pharmaceuticals received information from a nurse via a voicemail concerning above mentioned adverse events with amneal's risperidone for extended-release injectable suspension. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension via intramuscular route with lot/batch number: ap260024 (dose, frequency and therapy date were not reported) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that, the product has been malfunctioning when nurse went to inject the product into the patient. Nurse has followed all the directions. Nurse has administered this product to multiple patients on a weekly basis, and this was the one that nurse found that she had an issue with. So, she mixed the injection according to the directions that she has always followed. When she went to inject the solution into the deltoid, it would inject a few milliliters or units of the serum and then it would stop. She had to pull the injection out, switch needles, and attempt to re-inject and the issue just kept reoccurring. Last action taken with risperidone in relation to incorrect dose administered and device malfunction was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and device malfunction was unknown. The reporter did not provide the causality of events incorrect dose administered and device malfunction with risperidone. This case was considered as serious. The reportability of this case was expedited.